Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A u.s. Distributor reported that a patient developed an itchy irritation on his back. The patient was using neosporin and an unknown prescription that he received from his physician. The irritation healed.